Event description:
(B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina (braun wald classification-unknown), was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) extending up to posterior descending artery (pda) with 80% stenosis and was 16mm long, with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of 2.25mm x 20mm promus premier stent. Following this, post dilation was performed with 0% residual stenosis. Two days later, subject discharged on aspirin and clopidogrel. In (B)(6) 2021, 717 days post index procedure, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. The event was treated medically and two days later, was considered recovered/resolved. On the same day the subject was discharged on aspirin and clopidogrel.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In march 2019, the subject presented with unstable angina (braun wald classification-unknown), was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) extending up to posterior descending artery (pda) with 80% stenosis and was 16mm long, with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of 2.25mm x 20mm promus premier stent. Following this, post dilation was performed with 0% residual stenosis. Two days later, subject discharged on aspirin and clopidogrel. In (B)(6)2021, 717 days post index procedure, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. The event was treated medically and two days later, was considered recovered/resolved. On the same day the subject was discharged on aspirin and clopidogrel. It was further reported that medication was adjusted and coronary angiography along with balloon dilatation was performed to treat the event. Furthermore, the event would qualify for target vessel revascularization with the justification stating, 'right crown and left ventricular posterior branch'. The coronary angiography revealed 80% stenosis in the target lesion, r-pda which had previously placed study device, was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0% and the interventional rational was angina.

Manufacturer narrative:
Updated b5: describe event or problem (a1) patient identifier: (B)(6).